Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation before implant, the pacemaker exhibited a communication problem. The issue persisted despite changing programmers. The pacemaker was not used and was replaced, and the patient was stable post-procedure.

Manufacturer narrative:
The reported communication issue with the device was confirmed in the laboratory. The device was tested on the bench and was noted in the device image. The cause of the reported field event was due to a battery anomaly which resulted in slow telemetry.